Manufacturer narrative:
(B)(4).

Event description:
Information was received indicating that, while in use with a pediatric patient, a split on one side of the flange of this tracheostomy tube was noted. The split in the flange was on a side where it is fixed directly onto the tube. The tube was immediately removed and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
One bivona® uncuffed pediatric flextend¿ plus standard straight flange tracheostomy was returned for analysis in a used condition. Visual inspection was performed under normal conditions finding a split on the flange eyelet. The following relevant documents were reviewed and considered adequate for testing/inspection activities: manufacturing instructions/manufacturing procedures, print neckstrap & cure in oven, adhesive neckstrap, manual cleaning process, inspection for bivona finish goods, visual aid for bivona criteria, pedi-neo uncuffed IFU, and receiving inspection procedure format. A review of the manufacturing process was conducted to verify that there are no situations or practices that could create the event as described in "description of non-conformance" section. All procedures are being carried appropriate. The assembly process was performed, training was reviewed; confirming the trainings are up to date. Thirty two assemblies were reviewed to see if they had a molding issues; no damage was detected on the units. An attempt was made to produce the failure reported by making a small cut in a neck flange eyelet with a blade in to two pieces. One piece had the cut on the inside and the other one on the outside. A twill tape cut was used to pull the neck flange by hand; it was possible to reproduce the failure mode. Based on the evidence, the root cause is that the damaged occurred after the product left smiths medical.